Event description:
It was reported that the 2600 system would not take a fluoro shot longer then three seconds. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The one shot mode had been turned on. The settings were corrected during the service call. The system was found to be working as intended and put back into service.